Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within range at the time of event. The customer performed precision testing on the patient sample, and the results obtained were as expected. The cause of the discordant, falsely low calcium result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher. The customer then performed precision testing on the patient sample on the original instrument, and the results matched the repeat results. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.